Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this patient was hospitalized due to an increased heart rate at rest and discomfort. It was noted that during hospitalization this subcutaneous implantable cardioverter defibrillator (s-ICD) was interrogated and it was noted that the battery was depleting faster then expected from 44% remaining in (B)(6) 2020 to 42% remaining during the last follow up in (B)(6) 2021 to 14% most recently in (B)(6) 2021. A review of the device data by technical services (ts) confirmed that the power consumption of the device was increasing in a gradual fashion and the device battery was depleting prematurely. The device should be replaced within sixty two days. The device was subsequently explanted and returned. No additional adverse patient effects were reported.